Event description:
Device malfunction: recovery issue. Time of symptoms / ae: during the procedure. Symptoms /ae: unable to recover filter basket with rc1. It was reported that during a stenting procedure of the ric, the recovery system (rc1) did not completely recover, and rc2 low profile flexible design catheter was used to retrieve the filter basket successfully. No adverse outcomes/events were reported and no additional information is available.

Manufacturer narrative:
During processing of this complaint, product performance group attempted to obtain complete event information, including patient information and patient status from the hospital, field contact or distributor.